Manufacturer narrative:
The customer indicates the device is available, however, it has not been returned to s & n for eval.

Event description:
The suture pulled out during meniscal repair. It felt like the knots were not tightening like they usually do. Partial meniscectomy was performed and another device was used to finish the surgery.